Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant of the right atrial (ra) lead, the physician failed to find a satisfactory pacing site in the patient. Additionally, the lead failed to pace and parameters could not be tested. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.